Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to patient's blood glucose meter on (B)(6) 2014. The patient's mother also reported insertion in the patient's arm. The device is not indicated for insertion in arm. At the time of the call to dexcom technical support, patient did not report any medical intervention or injuries.